Event description:
On an unknown date, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2025, the patient experienced pain in the stoma and was prescribed an unknown oral antibiotic. In (B)(6) 2025, the patient continued to have pain in the stoma, green mucous content, and difficulty mobilizing the tube; the patient was then prescribed typical mupirocin which caused stoma irritation. Then the patient was prescribed typical diprogenta.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of (B)(6). The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.